Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h6(problem code), h10, h11.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an internal communication failure. It was emitting a technical failure sound and the touch screen did not respond. Previously, on may 14 in a hemodynamics procedure, the patient stayed with the balloon working all night, it was always connected to the power although the equipment does have backup batteries. The equipment did not have any failures or warnings. On may 15, the patient underwent surgery with the balloon, at around 12:30 the medical staff contacted the biomedical team and commented that the equipment had been turned off and they could not turn it on. The equipment never gave any audible alarm or warning, it just turned off. The hospital's biomedical team attended and the getinge engineer was already there who confirmed that the equipment could not be used. In the equipment's service mode, only the errors it had were visible. When the equipment was turned off, the patient was left with the consumable inside and was still in surgery without any equipment connected. Due to this situation, the hospital contacted the distributor to request some other backup equipment but they did not receive a response, so the hospital sought the loan of an equipment with another of its hospitals ((B)(6) hospital). The equipment that alta especialidad provided is a cs100 (0998-00-3013-57 serial (B)(6) ). The equipment was used when the patient came out of surgery.

Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6) & event site state - (B)(6). It was reported that during before use the cardiosave intra-aortic ballon pump (iabp) had internal communication failure. A getinge field service engineer (fse) diagnosis is made due to equipment failure, internal communication error. Fse completed the general appearance inspection of the equipment. Equipment is received disconnected from the electrical network and with batteries removed. By connecting it to the electrical network and installing batteries, it turns on automatically and stays on the home screen that is not complete. They started it and a continuous tone sound is generated. An attempt is made to turn off the computer without success. It disconnects to reconnect and enter service mode successfully. Inspection of voltage parameters in service mode. The error log and software version are inspected, detecting the power management field without any data. Together with the other symptoms, representing a failure in said card. Which needs to be replaced. An attempt is made to reload the power management software without success since the equipment could not be turned off. In the end it is detected that one of the batteries is not charging and in service mode it indicates zero voltage. The equipment remains inoperative pending replacement of spare parts either by warranty or charge to the customer as determined factory. The user is informed of the results. There were no information received about part replacement. The investigation shall be closed now, if any new information received the complaint will be reopened and updated it. There was no harm to patient.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. The fse was able to notice the unit failing and the problem stated. The fse then made them aware that he was on his way. The unit was tried to be turned off but was unsuccessful, which is why the unit was then disconnected and the batteries removed until the arrival of the engineer. Upon the arrival of the engineer, the unit was inspected but the same alarm took place and confirmed that the unit could not be used. Furthermore, when the unit was turned off, the patient was left with the consumable inside and was still in surgery. Due to the situation, the hospital contacted the distributor requesting a backup unit, but no response was received, so the hospital sought the loan of a unit from another hospital. The unit was a cs100 which was used and the patient came out of surgery. It was also confirmed that there was no patient harm or injury. The fse completed the general appearance inspection of the unit. The fse stated that the unit was received disconnected and with batteries removed. By connecting the unit to power and installing batteries, the unit turned on automatically and stayed on the startup screen, it did not boot up completely and it generated a continuous sound. The fse tried to turn it off but was not successful. The unit was then disconnected and connected again, and the unit was able to enter service mode successfully. The fse continued to inspect the voltage parameters in service mode, the logs and software version which did not detect any power management board data, which represented alongside other symptoms a failure of the power management board which needs to be replaced. The fse then tried reloading the software of the power management board unsuccessfully and the unit was unable to be turned off. Also, the batteries were found to not be charging and while in service mode, the voltage was zero. Later the fse replaced the power management board and the batteries, updated the software of the power management board to version d.00 which was confirmed to be successful while in service mode. The fse then proceeded to close the unit and conduct tests. The fse also confirmed that the batteries were charging. The unit passed all functional tests. The following investigation was performed by, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received pcb, power management with a reported unit failure of will not power off and alarms. The failure analysis and testing dept. Performed a visual inspection and observed under a microscope that some type of liquid had spilled unto the board, or the board was being cleaned with some substance. The spillage is not consistent with saline. The failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture, and tested the board to factory specifications per procedure and the cardiosave service manual. The fat was able to replicate the complaint of not being able to turn the cardiosave off. The board failed testing. Sending the board to the supplier per procedure. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. Please see attachment. They stated: "1. Perform visual check result: no abnormality found. 2. Board was re-tested at fct result: failed step : 8.1.1 program dsp testware file. 3. Perform troubleshooting on the board - found q31 , q33 , q35 defective". Retaining the part in the failure analysis and testing department per procedure. The root cause is impossible to define, however, based on the fats evaluation, the most probable root cause is liquid spill onto the board.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(component codes & investigation conclusions), h10. A getinge field service engineer (fse) diagnosis is made due to equipment failure, internal communication error. Fse completed the general appearance inspection of the equipment. Equipment is received disconnected from the electrical network and with batteries removed. By connecting it to the electrical network and installing batteries, it turns on automatically and stays on the home screen that is not complete. They started it and a continuous tone sound is generated. An attempt is made to turn off the computer without success. It disconnects to reconnect and enter service mode successfully. Inspection of voltage parameters in service mode. The error log and software version are inspected, detecting the power management field without any data. Together with the other symptoms, representing a failure in said card. Which needs to be replaced. An attempt is made to reload the power management software without success since the equipment could not be turned off. In the end it is detected that one of the batteries is not charging and in service mode it indicates zero voltage. The equipment remains inoperative pending replacement of spare parts either by warranty or charge to the customer as determined factory. The user is informed of the results. The power management pcb card change is made. Replacement of damaged battery ¿battery pack li-ion¿. Power management pcb card software is updated to version d.00. The update is checked from service mode, ok. The equipment is closed and electrical safety tests are run. Tests are carried out from service mode such as leak tests, with success. Battery charge check, ok. Functional tests are run, with satisfactory results. The user is informed of the results. Equipment remains operational at the user's disposal.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an internal communication failure. It was emitting a technical failure sound and the touch screen did not respond. Previously, on (B)(6) in a hemodynamics procedure, the patient stayed with the balloon working all night, it was always connected to the power although the equipment does have backup batteries. The equipment did not have any failures or warnings. On (B)(6) , the patient underwent surgery with the balloon, at around 12:30 the medical staff contacted the biomedical team and commented that the equipment had been turned off and they could not turn it on. The equipment never gave any audible alarm or warning, it just turned off. The hospital's biomedical team attended and the getinge engineer was already there who confirmed that the equipment could not be used. In the equipment's service mode, only the errors it had were visible. When the equipment was turned off, the patient was left with the consumable inside and was still in surgery without any equipment connected. Due to this situation, the hospital contacted the distributor to request some other backup equipment but they did not receive a response, so the hospital sought the loan of an equipment with another of its hospitals (B)(6). The equipment that alta especialidad provided is a cs100 (0998-00-3013-57 serial (B)(6). The equipment was used when the patient came out of surgery. There were no patient harm.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an internal communication failure. On may 14 in a hemodynamics procedure and the patient stayed with the balloon working all night, it was always connected to the power although the equipment does have backup batteries. The equipment did not have any failures or warnings. On may 15, the patient underwent surgery with the balloon, at around 12:30 the medical staff contacted the biomedical team and commented that the equipment had been turned off and they could not turn it on. The equipment never gave any audible alarm or warning, it just turned off. The hospital's biomedical team attended and the getinge engineer was already there who confirmed that the equipment could not be used. In the equipment's service mode, only the errors it had were visible. When the equipment was turned off, the patient was left with the consumable inside and was still in surgery. Due to this situation, the hospital contacted the distributor to request some other backup equipment but they did not receive a response, so the hospital sought the loan of an equipment with another of its hospitals (christus muguerza hospital alta especialidad). The equipment that alta especialidad provided is a cs100 (0998-00-3013-57 serial (B)(4)). The equipment was used and the patient came out of surgery. At the time of the call (11:12 am utc-6), the patient is in intensive care without any equipment connected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - a2, 3a, a4, b4, d9 return to manufacture date, g3, g6, h2, h11 correction field: g2, h6 (investigation conclusions).